Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose reading of 464 mg/dl with extreme thirst and moderate level of ketones. Reportedly, the patient was treated with intravenous fluids at the emergency room by medical professionals. The patient allegedly remained on pump therapy using the same pump without any recent adjustments to the pump settings. It was reported that the pump had an inaccurate delivery issue. Customer support agent reviewed the event with the reporter. Review of potential causes for inaccurate delivery revealed that the basal history does not match the active basal program. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history setting issue was not duplicated in the evaluation. Review of the black box data found that the last bolus was delivered on the complaint date. There was also a power-on-reset event on the complaint date and delivery was never resumed. The total daily delivery added up correctly and reflected the users programmed basal rates. The pump powered up and functioned properly. The pump¿s delivery accuracy was within specifications. An audio bolus and a normal bolus was executed and recorded correctly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any interruption or alarms. At the end of the exercise, the basal delivery was correctly recorded in the basal history.